Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, trending by lot number, and system risk analysis (sra). The batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the product was not returned for evaluation and the issue was determined to be user error. Trending by lot number was not reviewed since the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). It was confirmed that the healthcare workers were retrained in regards to always wear ppe while handling cassettes. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse found an incorrect collection box being used. Unit meets specifications and was returned to service on 09/15/2016.

Event description:
Three health care workers (hcw) reported h2o2 contact while changing a sterrad 100nx cassette collection box. The hcw's were not wearing personal protective equipment (ppe). There were no serious injuries reported in this event. Hcw#2 who stated his hand and finger turned white and was "itchy". The affected area was washed with soap and water and his symptoms lasted 15-30 minutes. No medical attention was sought and the hcw continued to work. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is two of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00597, 2084725-2016-00596 and 2084725-2016-00598.